Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that the feed spike sets are leaking at the hub at the insertion site of the feed line into the tube feed bags.

Manufacturer narrative:
Additional information unique identifier number added. Correction facility name and address corrected.